Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced pain, extrusion, urinary problem, bowel problems, fistulae, recurrence, dyspareunia and vaginal scarring. The patient underwent mesh revision/removal on (B)(6) 2010, (B)(6) 2007 and (B)(6) 2006. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and distal rectocele. It was reported that the patient underwent mesh removal and cystourethroscopy on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07111. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extraperitoneal vaginal vault suspension, anterior/posterior colporrhaphy, cystourethroscopy. It was reported that the patient underwent cystocele repair and vaginal mesh revision on (B)(6) 2013 for dyspareunia, cystocele and mesh erosion.